Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation. Visual inspection found minimal eschar between the jaws. The customer reported that the tissue did not completely seal during a gastrojejunostomy and bleeding occurred. The reported condition was not confirmed. Inspection found tissue on the seal plate in the back of the jaws. The device was tested for activation on simulated tissue with end tones indicating completed seal cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various locations and turning the rotation knob to each stop to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. No failure mode was identified.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 02/25/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a gastrojejunostomy, the device did not completely seal the tissue being worked upon by the surgeon. Blood loss was described as minimal and there was no reported patient injury. The staff could not verify if re-grasp alarms or end tones, indicating a complete seal cycle, were provided by the generator in use during the case.